Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet bionic pancreas, stating they felt low and attributing the event to announcing a meal without sufficient carbohydrate intake; no device alerts or alarms were reported, and the user wore a libre 3+ cgm. Symptoms included feeling low. Outcomes included transient hypoglycemia lasting approximately 15 minutes that was self-treated with six glucose tablets, without medical intervention or hospitalization. Investigation included customer support troubleshooting and education focused on meal announcement practices. Investigation of this case revealed no device malfunction or component issue and suggested user-related factors consistent with insufficient carbohydrate relative to the meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.